Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing detached from connector.the infusion set was in use for 1 hour.. Patient replaced the infusion set 3 times and they all had the same issue. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 3 of 3.